Manufacturer narrative:
A mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24115155. The feedback provided by the customer states that, "no liquids can pass through the drip hose." Further information from the customer has stated that complete occlusion was observed and the medication was used at body temperature. Moreover, there was no leakage or patient harm. In addition, b. Braun infusion set and diskofix 3-way stopcock were the connecting products used and they have a luer lock connection. The b braun IV sets were not compatible with the needle free connectors. The male part in the off IV set is not long enough and it does not open the nfc mechanism properly. There were no damages observed with the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24115155 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: no liquids can pass through the drip hose. Multiple feedback has been received about these connectors. When did the incident occur - during. Additional information received from the customer: was the device being used in/on patient when the issue occurred? Yes, it was used with patient when issue occurred was patient or user harmed? If yes, please explain. No patient harm was the hcp present when the issue occurred? Yes if leakage occurred, please confirm the fluid that leaked. No leakage. Was additional medical intervention/medication required? If yes, please explain. No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.